Manufacturer narrative:
On (B)(6) 2016 12:04 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A maquet field service technician evaluated the unit. Functional and safety testing were successfully performed. According to the instructions for use (IFU): "connect the power cord to the device socket and the mains power outlet. Switch on the mains circuit breaker at the rear of the rotaflow console. Make sure the "external power" lamp on the front of the rotaflow console is lit." "The batteries are charged automatically when the rotaflow console is connected to the external power supply. For power to be supplied from the mains, the mains circuit breaker at the rear of the rotaflow console must be switched on." "Leave the mains circuit breaker at the rear of the rotaflow console switched on. Otherwise the batteries will not be charged." "At a voltage of 19 v the system switches off automatically." Based on information provided to the manufacturer the event was caused by the user not following the IFU. A device malfunction cannot be confirmed. The device operated as expected and the system of the fault protection reacted by displaying the low battery alarm as intended. (B)(4).

Event description:
It was reported the power switch was inadvertently turned off and the perfusionist ran the rotoflow during a case on battery support. When the battery began to run out of power, the alarm sounded but the user was not able to get ac power because he did not realize the power button was turned off. When the unit had no battery support remaining and it stopped he converted to hand cranking and had flow to the patient within 1-2 minutes. Blood gasses were taken once flow was resumed. Blood gases were in an acceptable range. Another rotoflow unit was brought in and the case was completed without further incident. (B)(4).